Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600038 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The first clip looked like it loaded properly but when it was fired it clipped sideways. The physician removed the device and the second clip worked properly outside the body. The third clip fell off the device when loaded outside the body. The patient's condition was reported as fine.